Manufacturer narrative:
(B)(4).

Event description:
The patient returned to clinic 1.5 months after his rns implantation with fluctulance under the left parietal incision. This was tapped and produced purulent fluid. He was admitted to the hospital for explantation and wash out. The treating center categorized this as a subgaleal empyema. Treatment included: surgical explantation of rns system (including the rns neurostimulator, two depth leads, and burr hole covers); naficillin for 4 weeks post explantation